Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut became unresponsive. The customer's blood glucose level was reported to be elevated (exact value not provided) and the customer was hospitalized due to diabetic ketoacidosis. Insulin and fluids were administered via an intravenous drip. The customer was to be released from hospitalization on (B)(6) 2015. It was confirmed that the customer would use manual injections for alternate insulin therapy.

Manufacturer narrative:
Additional information was received from the customer stating that the pump was still unable to be turned on. Tandem technical support again instructed the customer to return the pump for evaluation, as the device had been expected to be returned since the time of the initial call. However, as of the date of this report, the customer has not returned the device.